Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on 08/26/2014. On (B)(6)2016, it was reported that the patient experienced pump stoppage, low flow, and driveline disconnected alarms. The alarms occurred only when the system controller was connected to the power module. The patient¿s medical team reportedly suspected the device is malfunctioning. The patient was admitted to the hospital and an echocardiogram showed the aortic valve opened with every cardiac cycle. Laboratory values revealed normal bilirubin, lactate dehydrogenase, and liver enzymes, and that the inr was 1.9. The only notable lab value was a platelet count of 58x10^9l from a baseline of 115-130x10^9/l. On exam, the patient was reportedly euvolemic and hemodynamically stable. There was no evidence of clot. The patient was asymptomatic. It was reported that the patient lost about 30 pounds of weight since (B)(6)2015 due to diet change. There are no visible cuts, twists, or kinks in the driveline. The patient did recall three power surges at home over the last month. As of (B)(6) 2016, it was reported no additional alarms had occurred. The patient¿s medical team did not feel further investigation of the driveline was needed at the time. The patient was discharged.

Manufacturer narrative:
The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete.

Event description:
Additional information: the patient presented in november with multiple low flow/pump stoppage alarms. The patient was readmitted. On (B)(6) 2016, the manufacturer replaced much of the external portion of the driveline as possible. The repair was completed and there were no immediate alarms when connected back to grounded patient cable. It was reported that the patient experienced a pump stop on grounded cable again the morning of (B)(6) 2016.

Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the report of pump stoppages. The log files captured multiple low speed/pump stoppage events between (B)(6) 2016. The recorded events were associated with low speed advisory, low speed hazard, low flow hazard, and driveline disconnect alarms and pump power elevations up to 20.6 watts. The events occurred while the system controller was connected to the power module and appeared to be consistent with potential driveline wire compromise. On (B)(6) 2016, approximately 16 inches of the external portion of the driveline was replaced and returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Removal of the rescue tape near the terminus of the distal end bend relief revealed a very small hole in the outer silicone sleeve adjacent to the terminus of the distal end bend relief. There was no damage to the clear bionate layer underneath the silicone sleeve. Upon removal of the bionate layer, moderate breakdown of the metal braided shield was observed along the entire length of the returned portion of the driveline, consistent with approximately 2 years of use. Microscopic inspection of the underlying wires revealed no area of compromised wire insulation. The returned portion of the driveline was submerged in a saline bath for high potential testing to check for current leakage through the insulation of each wire, and no area of compromised wire insulation was identified. The evaluation of the returned portion of the driveline did not identify any issue that would have contributed to the low speed/pump stoppage events captured in the log files. X-ray images of the internal and external portions of the driveline showed that there had been a tight loop in the driveline near the pump housing, which could have been an area of concern; however, driveline wire compromise could not be conclusively determined based on the examination of the x-ray images. Multiple requests were made for the pump to be returned for evaluation; however, the pump has not been received as of 03/08/2017. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2016.